Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Recommendations: - remote follow-up of the atrial lead o programming of stronger remote follow-up values for the atrial lead: higher value of the low atrial impedance limit lower value of the high atrial impedance limit - get information about patient activities from (B)(6) 2023 these recommendations are solely left to the physician¿s discretion.

Event description:
Reportedly 2 problems occured: 1. Noisy egm on th atrial channel: suspicion of atria lead dysfunctioning 2. Impossle to read the source file of the website (.idf file) on the programmer.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly 2 problems occured: 1. Noisy egm on th atrial channel: suspicion of atria lead dysfunctioning 2. Impossle to read the source file of the website (.idf file) on the programmer.